Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "textured" against right device. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade IV".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold and opening curved on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, stress marks and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "textured" against right device. The device has been replaced.